Event description:
It was reported that, "patient had subsided size 1 accolade stem. Surgeon revised it with restoration modular and was satisfied."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.